Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) battery was draining too fast. The patient further reported that their physician made some adjustments to extend the crt-d's battery life. After the adjustments were made, the patient started to have trouble breathing. The crt-d remains in use. No further patient complications have been reported as a result of this event.